Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the customer answered yes to the following survey question: "are you aware of any issues with unresponsive keypads or stuck keys on models 8015 pcu?" There was no patient involvement.

Manufacturer narrative:
After further review, this complaint is no longer reportable.

Event description:
It was reported that the customer answered yes to the following survey question: "are you aware of any issues with unresponsive keypads or stuck keys on models 8100 pcu?" There was no patient involvement.